Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap generated a leak. The reporter stated, ¿after connecting to bag spike adapter w/spiros to the chemo infusion bag, when about to hang up to the drip stand, found chemo leaking in the middle connector.¿ the event occurred during infusion. The type of procedure is chemotherapy administration. The device was used for 30 minutes. The event was not detected prior to direct patient use. There was no serious injury or death, no blood loss, no adverse operator consequences, and no medical or surgical intervention required. There was unprotected chemo exposure and delay in critical therapy. The device was changed out or replaced with no further problems encountered. There was no patient harm reported. This is report two of two.

Manufacturer narrative:
One (1) used set #ch3034 connected with an unknown, infusion set was retuned for evaluation. As received no physical damage or anomalies were observed. The sample was tested according to procedure and leaks coming from the connection between the spiro and male luer were confirmed. Complaints of leaks can be confirmed. The probable cause is due to incomplete insertion during manual process assembly at the manufacturing site. A device history review (DHR) for lot #8688337 was conducted and no relevant commodities, discrepancies, or anomalies were found that might lead to the condition reported by the customer d9 - date returned to mfg: 12/22/2023.